Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient came back from endoscopy and after the device was placed, the patient developed respiratory distress. A plug was suspected and they tried to bag and suction the patient. They were unable to pass the suction catheter. The existing inner cannula was removed and found to have a kink/deformation in the tube that severely limited the size of the inner lumen. Once a new inner cannula was placed they were able to bag and suction properly and return the patient to baseline. The original inner cannula was determined to be the cause due to deformation/kink. Nothing actually occurred with the tube. Only the inner cannula was noted as the cause.